Event description:
During the atrial fibrillation procedure, there was a communication issue that resulted in a delay of procedure. The tacticath electrodes were not visualized due to the communication issue with the amplifier and the rf connection cable. The system was rebooted, the rf cable was reseated, replaced, the study was closed and reopened, which did not resolve the issue. Additionally, three tacticath se catheters were attempted to be used also not resolving the issue. The issue was isolated to the ampere rf cable and the amplifier. The case was completed with no harm to the patient by switching to a non-tacticath catheter.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.